Event description:
It was reported that the catheter had disconnected. A revision was planned. Additional information has been requested and a follow-up report will be sent if it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709 lot# l74357 implanted: (B)(6) 2000 explanted: unk.

Manufacturer narrative:
(B)(4).